Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional - requested, but not provided occupation - unknown. The device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the anchor could not be positioned on the vessel wall. When pulling out the device, the anchor was still in/on the system and not in the artery. The doctor mentioned that he did all the steps correctly. Manual compression was performed for 20 minutes and a compression bandage for 6 hours. There was no patient consequences. This event was a right femoral artery puncture performing a coro procedure using a 6fr sheath. There was no difficulty with arterial access, sheath, guidewire or catheter insertion. A pre-deployment angiogram was not performed. There was no issues with insertion, deployment, or withdrawal of the device. The blood loss was less than 250cc's. The patient was in stable condition.

Manufacturer narrative:
Results - 114 is based on evaluation of user facility information & the returned sample; 213 is based upon functional testing of the returned sample. Conclusion - 4310 is based upon evaluation of user facility information & the returned sample; 67 is based upon functional testing of the returned sample. One 6fr angio-seal vip device was received for product evaluation at terumo medical corporation. The carrier tube assembly was returned mated with hemostasis sheath. The arteriotomy locator was returned as well. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in rear lock position with color bands fully exposed. There was slack present in the suture that was securing the anchor. There was no damage noted to the distal tip of the hemostasis sheath. The anchor had fully exited along with carrier tube and hung outside of the sheath. Additionally, a small portion of the dried blood collagen was exposed outside of the sheath can be seen in the attached pictures. No other visual anomalies were noted with the device. For functional testing, digital force was applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device was either repositioned or re-inserted into the artery after the anchor was positioned. However, the exact cause of the reported event cannot be definitely determined based on the available information.